Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the staples in this batch were coming loose more frequently than usual. Presumably, the patients concerned are doing well, as the application of strips was sufficient and did not seriously disrupt the healing process. The department is unable to tell us how many patients were affected (so I cannot give you any further details on their condition or the date of occurrence)."